Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle device implanted in (B)(6) 2025. Reportedly, the patient experienced moderate vaginal discharge, significant pelvic pain and abnormal urinary analysis. A CT of the abdomen and pelvis showed rim-enhancing fluid collection in the hysterectomy surgical bed. (Acute abscess). MRI pelvis findings- collection in the pelvic cul-de-sac region which may involve the vaginal cuff currently measuring 7.6 x 1.2 x 0.8 cm, previously 7.9 x 3.1 x 2.4 cm; regional associated inflammatory change and enhancement involving the adjacent small, large bowel loops in urinary bladder with rectosigmoid wall thickening and enhancement. The patient also experienced urinary incontinence, post-op drainage from vaginal area, incisional infection, left groin and lower quadrant pain and slight vaginal bulge. On exam a shortened vaginal vault and small cystocele are noted.